Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) gave advisory 30 minute tone and indicator for low battery, then at 10 minute gave additional tone with message, then at 5 minutes gave high alarm tone with red warning banner. Customer stated it took less time to drain than expected. Unit's batteries pass run time test (60 minutes each), but in the interest of patient safety, replaced both battery packs. There was no adverse event reported.

Manufacturer narrative:
Testing of actual device: a getinge field service engineer (fse) evaluated the unit and determined that the battery packs were manufactured during the 13th week of 2019. Unit passes all functional, safety and electrical tests to factory specifications. Unit is cleared for clinical use and returned to customer. A supplemental report will be submitted upon the completion of our investigation.

Manufacturer narrative:
Additional information contact: (B)(6). .

Event description:
N/a